Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During the initial the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation was performed for the finished device 5932954 number, and no non-conformances related to the reported complaint condition were identified. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc breast implants and experienced bilateral ptosis, itchiness and deflation on the left side, and capsular contracture baker grade unknown on the right side.. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Sections were erroneously left blank in the initial report 1645337-2019-10836. Adverse event has been checked, and required intervention has been checked. Manufacturer¿s reference number: (B)(4).